Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention by experiencing elevated blood glucose (bg) levels reaching to 600 mg/dl after wearing the pod for less than an hour. The patient was accompanied by symptoms of nausea, vomiting, and weakness. Patient was hospitalized for two days and was diagnosed with hyperglycemia. Treatment included intravenous fluids to reduce bg levels.